Manufacturer narrative:
Continuation of d10: product ID 978b128, serial# (B)(6), implanted: (B)(6) 2024, product type lead. Product analysis (B)(4): upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that during the stage 2 (ins), when they connected to the lead there was an impedance on all 4 electrodes. The doctor removed the lead, placed a new one and connected to device. Problem resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead section d information references the main coponent of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2zmj0x, ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.